Event description:
Realized that my recurring infections, chronic fatigue, gerd, ibs, meibomian gland dysfunction, rosacea, and positive ana antibodies (without official autoimmune diagnosis) was the result of 10+ years living with mentor smooth saline and silicone breast implants. I am an american citizen living in (B)(6): the following document is the only proof of an autoimmune reaction (antinuclear antibodies) in french , but readable. Have been suffering many years and will explant at my own expense in 3 months. FDA safety report ID# (B)(4).